Manufacturer narrative:
A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There was no mention of surgical complications associated with device implantation and no mention of device failure. Likewise, no information was provided regarding the patient's axial length, gender, or age (published literature reflects that patients who are young in age, male, and myopic are significantly more prone to hypotony maculopathy). The device is designed to reduce intraocular pressure (iop). Possible root cause is that hypotony maculopathy is an established risk associated with device use, which is clearly detailed in product labeling. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that he had a patient referred to him who presented with choroidal's and chronic hypotony after a micro-glaucoma filtration device was implanted. Per a follow up email from the surgery center, the implant was removed without complication and the post op pressures are in the low single digits.